Event description:
Boston scientific received information that this patient came into the hospital as he was not feeling well. The patient stated that the device has been beeping for twelve weeks. The patient had prostate cancer and had undergone radiation treatment eleven months ago. Most recently, a fault code occurred and this device went into safety core. A boston scientific technical services consultant explained to the caller that therapy may not be available and recommended device replacement. The effects of radiation exposure on the implanted device may remain undetected until some time following exposure. For this reason physicians should continue to monitor device function closely and use caution when programming a feature weeks or months following radiation therapy. The device was subsequently explanted and replaced without further incident. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, analysis confirmed this device was operating in a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. The cause of the device behavior was concluded to be software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling..